Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen had a black grainy line going across the screen. Customer¿s blood glucose level was 128 mg/dl. The customer continued using the pump for insulin therapy.